Manufacturer narrative:
Upon follow up it was reported extraneal and physioneal therapies were discontinued (unreported date). On an unreported date, the pd catheter was removed and the patient was changed to hemodialysis therapy due to the patient was not recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was not reported. On the same day as onset, the patient was diagnosed with peritonitis along and another indication. On the same day, the patient was hospitalized. Treatment was not reported. At the time of this report, the patient was not recovered and pd therapy was ongoing. No additional information is available.